Manufacturer narrative:
Device received with a blank display. Upon further review of the unit's interior, there was corrosion and rust just about everywhere. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had water in screen and insulin pump did not turn on. Customer¿s blood glucose was 59 mg/dl. Customer stated that insulin pump had small crack on the back by the clip area. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.